Event description:
Setting up brevera biopsy needle device for breast biopsy, noticied blue cap was missing from end of needle. Unable to perform testing without cap. Needle was set aside and new needle was used for procedure. No harm to patient.